Event description:
This disposable cervix manipulator was inserted into the vagina and cervix. Upon removal the cup at the end of the manipulator came off of the shaft of the product. The cup was retrieved and there was no injury to the patient.